Event description:
Additional information was received indicating that the patient's device was programmed off on (B)(6) 2011. The patient has not decided whether or not she will move forward with device replacement at this time.

Event description:
Surgery to replace the vns lead has not occurred due to reimbursement issues that are preventing surgery from being scheduled. Surgery still appears likely, but has not occurred to date. The patient's depression has been fluctuating, per the reporter. The vns has been disabled since (B)(6) 2011.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Voluntary medwatch report #(B)(4) was received to the manufacturer submitted from the patient indicating the manufacturer is refusing to pay for explant of the vns due to high lead impedance. The vns has been disabled since (B)(6) 2011. The manufacturer is continuing to assist the patient by working with the insurance carrier to help assist the patient in moving forward with vns replacement surgery.

Event description:
It was reported by a neurologist that during an annual visit, the vns pt had high impedance. There was no manipulation or trauma to vns device. A revision surgery is likely. X-rays were taken and MFR reviewed the a/p and lateral views of the neck and chest of vns pt. The generator was visualized in the left chest. The filter feed-thru wires appeared intact. The lead pins were fully inserted past the connector blocks. There was a small portion of the lead behind the generator and continuity in that section of the lead could not be assessed. The electrodes appear to be properly aligned. There were no acute angles or lead discontinuities found in the visible portions of the lead body. No gross fracture was visualized in the x-rays.

Event description:
Voluntary medwatch report #(B)(4) was received to the manufacturer submitted from the patient on (B)(6) 2012, describing her positive experiences with vns therapy and that high lead impedance is still occurring and surgery is needed to correct the high lead impedance.the manufacturer is continuing to assist the patient by working with the insurance carrier and treating physician to help assist the patient in moving forward with vns replacement surgery.

Event description:
Additional information was received that the patient's health insurance has denied medical coverage for the replacement of the vns device and the hospital will not allow the vns therapy access program.

Event description:
Additional information was received on (B)(4) 2012, when it was reported that the patient may have her device replaced in (B)(6) 2012.

Manufacturer narrative:
Device failure occurred, but did not cause of contribute to a death or serious injury.

Event description:
Analysis for the generator was completed on (B)(4) 2015. An open can measurement of the battery voltage confirmed that the battery was depleted. The low battery voltage condition (depleted) was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis for the lead was completed on (B)(4) 2015. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the (+) marked connector pin quadfilar coil appeared to be broken approximately 2mm from the electrode bifurcation. Scanning electron microscopy was performed on the connector end of the (+) marked connector quadfilar coil break (found at 2mm) and identified the area on three of the broken coil strands as being mechanically damaged which prevented identification of the coil strand fracture type and no pitting. The fourth broken coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. Scanning electron microscopy was performed on the electrode (mating) end of the (+) marked connector quadfilar coil break (found at 2mm) and identified the area on three of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage; no pitting on two and one with pitting. The fourth broken coil strand was identified as being mechanically damaged which prevented identification of the coil strand fracture type with pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sodium, magnesium, sulphur, potassium and calcium. With the exception of the observed discontinuity the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
The patient reported experiencing fluctuating depression since the device was programmed off due to high impedance.

Event description:
The patient has been scheduled for generator and lead replacement, but no surgical interventions have been performed to date.

Event description:
The patient underwent surgery on (B)(6) 2015. The vns lead and vns generator were both received on (B)(4) 2015; however, product analysis has not been completed to date.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted supplemental MDR reports did not indicate that the patient has experienced an increase in depression while the device was programmed off due to the previous report of high impedance. The information has been included in this report.

Event description:
Information was received from the reporter indicating the patient's vns was not disabled until (B)(6) 2011. It had been reported previously the vns was disabled on (B)(6) 2011, per the reporter.